Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the ER not feeling well. Rv lead impedance out of range, low heart rate and no capture were observed. Programming changes were made, the heart rate increased, and the issue was resolved. The lead will be monitored remotely and remain in use. Patient is stable.